Event description:
IV heparin bags across several lots were leaking after they were placed inside hospital's vacuum tube transport system. Bags were observed to leak at fold points when fitted into vacuum tube canister.